Event description:
An initial event notification was received by united therapeutics drug safety on 10-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 11-nov-2025. The patient reported being out of remodulin since 1:00 am on (B)(6) 2025. It was communicated that the patient's medication vial was leaking, and that their last remunity cassette had leaked while filling. The patient also reported that their son had to disconnect their tubing, but they had no additional supplies on hand. Accredo health group reported that no remunity product is available for return. Reportable information related to this event was later received by united therapeutics drug safety on 10-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 14-nov-2025. This information indicated that the patient was admitted to the hospital on (B)(6) 2025. Attempts made to obtain additional information from accredo health group were unsuccessful.

Manufacturer narrative:
No further information related to the reported event has been made available to millyard advanced medical products, llc, for additional investigation. It is unknown if the tubing referred to in the initial event is associated with the infusion set (not manufactured or distributed by millyard advanced medical products, llc) or the remunity cassette. Therefore, the difficulty disconnecting the tubing is conservatively addressed in this report. The medication vial is not manufactured or distributed by millyard advanced medical products, llc; therefore, the leaking from the medication vial is not addressed in this report.